Manufacturer narrative:
The technician found the pins on the communication cable were damaged, possibly from neglect. The technician replaced the communication cable to repair the bed.

Event description:
Info received indicates there is no communication to the nurse call. The bed exit alarm would not ring out to the nurse desk.